Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging the subject meter read inaccurately compared to another device. The reporter claimed obtaining blood glucose readings of "120 mg/dl" with the subject meter and "91 mg/dl" on another device, performed within 30 minutes of each other. The reporter also reported that the subject meter read inaccurately compared to another device on a different occasion; however, was unable to provide the results obtained. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.